Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H.11. Additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopic shoulder stabilization procedure, the vapr coolpulse90 electrode device tip broke while in use. The damaged part could be successfully collected, and the surgery was completed. There was no surgical delay, no pieces left in the body and no harm to the patient. No further information is available. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it comes in used condition. The ceramic tip was found to be broken. The broken fragment was returned. Manufacturing investigation results for vapr coolpulse90 electrode: the device was not returned in its original packaging, outer carton only. The tip is used, tissue debris inside the active tip. Ceramic detached from the top face of the tip. The active tip is eroded with edges rounded and the suction hole elongated. This is evidence of significant activation. Residue within active tip. Handle assembly condition is used, no misuse. Cable and plug assembly condition are used, no misuse. Electrical checks: the device passed all parameters. Functional checks: the device passed all checks. The customer report started the ceramic broke off during surgery - this can be seen in the residue on the tip. If the device was dropped there wouldn't be the aforementioned residue, there is also no splintering areas on the fracture, nor is there any distortion of the shaft, which is evidence supporting the customer statement. There is evidence of significant activation of the device, as indicated by the eroded edges of the active tip and elongation of the suction hole. The returned device's suction hole measured a width of 0.608mm and length of 0.957 mm, but are produced at width 0.50mm +/- 0.003, and length 0.84mm +/- 0.04. Although there was no evidence of any misuse in the form of shaft distortion, the device showed signs of significant activation as indicated by eroded edges around the active tip and elongation of the suction tube. There is also no sign of any splintering on the ceramic of the active tip, which indicates that the device hasn't been dropped. The complaint report can be substantiated. The device was subjected to further investigation by our process engineering department. During their investigations, they stated that it looked like the surgery was completed with the device after the ceramic had cracked from the active tip as there was evidence of tissue debris in and on the tip. The piece of ceramic that was recovered from the patient fitted back into the area of the crack perfectly, but there was no evidence of a start point for the crack. We were unable to identify a root cause for this fault. The overall complaint was confirmed as the observed condition of the vapr coolpulse90 electrode would have contributed to the complained device issue.¿ based on the findings, the potential cause is undetermined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device u2502004 number, and no non-conformances were identified.